Manufacturer narrative:
We have extensively tested vitrectome. Our r & d department has made a change. As was already indicated in the snf, the new vitrectome will soon be available. Our csc department can tell when the new series is available. Since the bubbles are formed by the instrument during the surgery which can lead to microbial infection, this complaint is concluded as reportable. Performance varies in- and out-of-specification. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer. Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on 05/31/2017. Since this is a retrospective review there is limited information. There is no information on the status of the patient.

Event description:
A report has been received from (B)(6) reporting the following event that the device has a loose handle and gives bubbles. Likely occurred during surgery. There is no information of any injury or outcome of the patient. The sample is available for an evaluation.